Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions ("abdominal adhesions"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal adhesions, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events : pelvic pain, abdominal pain, menorrhagia, abdominal adhesions. Reporter added, patient demographic added, product indication updated, essure insertion date updated and removal date added, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean delivery, without mention of indication, food allergy, depression, pregnancy in habitual aborter, miscarriage, chronic cervicitis, hypertrophy of uterus and cervix inflammation. Concurrent conditions included manic depression, morbid obesity and uterine enlargement. Family history included heart disease congenital. Concomitant products included ibuprofen and naproxen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced diarrhoea ("excessive diarrhea"). In (B)(6) 2011, the patient experienced urinary tract infection ("uti"). In 2015, the patient experienced urticaria ("hives"). In (B)(6) 2018, the patient experienced tachycardia ("tachycardia") and endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced mood altered ("moody"). On an unknown date, the patient experienced abdominal adhesions ("abdominal adhesions"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin infection ("skin infection"), migraine ("migraines / headaches"), cyst ("cysts"), abscess ("abscesses") and back pain ("back pain"). The patient was treated with diltiazem and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal adhesions, bladder disorder, urinary tract disorder, tachycardia, dyspareunia, fatigue, diarrhoea, mood altered, urinary tract infection, skin infection, migraine, nausea, urticaria, endometriosis, cyst, abscess and back pain outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal adhesions, abdominal pain, abscess, back pain, bladder disorder, cyst, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, mood altered, nausea, pelvic pain, skin infection, tachycardia, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: bilateral occlusion. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: back pain, abdominal pain, dysmenorrhea (cramping), pelvic pain, menorrhagia. Lot number: 654841, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean delivery, without mention of indication, food allergy, depression, pregnancy in habitual aborter, miscarriage, chronic cervicitis, hypertrophy of uterus and unspecified inflammatory disease of uterus, excl cervix. Concurrent conditions included manic depression, morbid obesity and uterine enlargement. Family history included heart disease congenital. Concomitant products included ibuprofen and naproxen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2009, the patient experienced nausea ("nausea"). In february 2010, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced diarrhoea ("excessive diarrhea"). In january 2011, the patient experienced urinary tract infection ("uti"). In 2015, the patient experienced urticaria ("hives"). In august 2018, the patient experienced tachycardia ("tachycardia") and endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced mood altered ("moody"). On an unknown date, the patient experienced abdominal adhesions ("abdominal adhesions"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin infection ("skin infection"), migraine ("migraines / headaches"), cyst ("cysts"), abscess ("abscesses") and back pain ("back pain"). The patient was treated with diltiazem and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal adhesions, bladder disorder, urinary tract disorder, tachycardia, dyspareunia, fatigue, diarrhoea, mood altered, urinary tract infection, skin infection, migraine, nausea, urticaria, endometriosis, cyst, abscess and back pain outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal adhesions, abdominal pain, abscess, back pain, bladder disorder, cyst, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, mood altered, nausea, pelvic pain, skin infection, tachycardia, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: bilateral occlusion. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: back pain, abdominal pain, dysmenorrhea (cramping), pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs & mr received- lot number was added. Abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, tachycardia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, excessive diarrhea, moody, skin infection, uti, migraines / headaches, nausea, hives, endometriosis, cysts, abscesses and back pain were added. Event onset date was added. Concomitant drugs and medical history were added. Patient's height and race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.